Manufacturer narrative:
The device has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received info that during a post-implant f/u check on this subcutaneous implantable cardioverter defibrillator (s-ICD), the field rep interrogated the device and noted a charge time alert. He stated that two inductions were performed during implant, and the only unusual circumstance was that he was unable to end the programmer session appropriately while in the operating room. Device data was then reviewed by a boston scientific engineer. A review of the logfile data showed the charge times to be normal. The charge times were observed on two separate reports and on two separate sessions and may have latched a system error. Engineering discussed the root cause was likely a charge timeout when the second lead impedance measurement was taken during implant testing. Device replacement was recommended. The device was subsequently explanted and replaced. No additional adverse pt effects were reported.